Event description:
It was reported "the references indicated are those used in the department, all of which present the same problems of kinking and twisting." Additional details are unknown at this time.

Manufacturer narrative:
(B)(4). Additional information was received from the customer indicating they discarded the device packaging during the procedure and they could not remember the exact catalog and lot number; therefore, the report was amended to reflect this information. Corrected data: section d.1.-brand name corrected to arrow cvc set section d.4.-catalog# corrected to 'unknown' section d.4.-lot# corrected to 'unknown' section d.4.-expiration date corrected to 'unknown' section d.4.-UDI# corrected to 'unknown'. The customer returned an unopened, representative cv-15703 kit for analysis. The kit was opened to analyze the contents within. No kinks, defects or anomalies were observed on the catheter. Visual analysis could not be performed on the reported device without it being returned for analysis. The outer diameter of the medial extension line measured 2.19 mm, which is within the specification limits of 2.13-2.21 mm per the medial extension line extrusion drawing. The inner diameter of the medial extension line measured 1.45 mm, which is within the specification limits of 1.42-1.50 mm per the medial extension line extrusion drawing. The outer diameter of the distal extension line measured 2.18 mm, which is within the specification limits of 2.13-2.21 mm per the distal extension line extrusion drawing. The inner diameter of the distal extension line measured 1.45 mm, which is within the specification limits of 1.42-1.50 mm per the distal extension line extrusion drawing. The outer diameter of the proximal extension line measured 2.14 mm which is within the specification limits of 2.13-2.21 mm per the proximal extension line extrusion drawing. The inner diameter of the proximal extension line measured 1.45 mm, which is within the specification limits of 1.42-1.50 mm per the proximal extension line extrusion drawing. The catheter lumens were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Each lumen was flushed using a lab inventory syringe filled with water and each lumen flush as intended without any leakages or blockages observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of a kinked extension line was not confirmed by complaint investigation of the returned sample. A representative sample was returned and it met all relevant visual, dimensional, and functional requirements. Full complaint verification testing could not be performed as the reported device was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the reported device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the references indicated are those used in the department, all of which present the same problems of kinking and twisting." Additional details are unknown at this time.

Manufacturer narrative:
(B)(4).